Event description:
It was reported by the customer that a pyxis medstation es system had a power failure. The customer stated that one of the station could not be turned on and there was a delay when dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a position sensor issue. A field service engineer replaced the drawer controller board, communication bus board and sensor on the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.